Manufacturer narrative:
As reported, a hair was found in avitene before use. A foreign hair like material black in color is found within the product blistery tray near the seal edge. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a hair was found in avitene before use. It was reported that there was damage noted on the outer package and a new one was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, a hair was found in avitene before use. A foreign hair like material black in color is found within the product blistery tray near the seal edge. Review of the returned sample is currently ongoing, as such no conclusions have been made. When the sample evaluation is completed, a supplemental MDR will be submitted. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in april, 2023. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Sample evaluation confirmed the presence of hair which has the features of a human hair and measures approximately 5 mm long presenting during the manufacturing process. Based on the sample evaluation and investigation performed, root cause is determined to be manufacturing related. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Sample evaluated.

Event description:
As reported, a hair was found in avitene before use. It was reported that there was damage noted on the outer package and a new one was used to complete the procedure. There was no reported patient injury.